Manufacturer narrative:
(B)(4) concomitant medical products: 00875101336, wc xlpe liner, 62650639. The 00875705801,continuum tm cup, 77002707. The 0100101918, wagner sl revision® hip stem, 2567496. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01779, 0001822565-2018-01780. Remains implanted.

Event description:
It was reported that after a procedure the patient was treated for an incision infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event date is unknown. Reported event was confirmed by review of operative notes received. Review of discharge notes mentions infection of the incision. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.